Manufacturer narrative:
Siemens filed the initial MDR on january 31, 2020. February 03, 2020 additional information: the calibration and the quality control (qc) were valid while patient results were produced with the advia centaur toxoplasma g lot: 248. The customer has not treated any of the samples with a heterophilic blocking tube (hbt) and / or non-specific antibody blocking tubes (nabt). The sample was frozen for several days and before testing the sample was centrifuged. A list of medications that the patient maybe taking is not known. Siemens healthcare diagnostics has requested the patient sample for further testing and investigation.

Manufacturer narrative:
Siemens filed the initial MDR (B)(4) on(B)(6)2020 . Siemens filed the MDR (B)(4) supplemental report (B)(4) on (B)(6)2020 . (B)(6)2020 additional information: siemens tested the patient sample that was sent by the customer to the manufacturing site. The advia centaur xp toxo g lots 248 and 253 were used for the testing. All lots were calibrated/adjusted and siemens toxo g controls were used for verification. Recovery of quality control replicates (n=3) for all levels were within IFU limits. The customer returned sample was tested (n=2) on the advia centaur xp. Toxo g results (iu/ml): customer sample neat: platform lot replicate 1 replicate 2 mean advia centaur xp 248 605.1 599.0 602.05 advia centaur xp 253 329.9 331.6 330.75 customer sample hbt: platform lot replicate 1 replicate 2 mean advia centaur xp 248 622.0 607.3 614.65 advia centaur xp 253 310.8 312.1 311.5 customer sample nabt: platform lot replicate 1 replicate 2 mean advia centaur xp 248 602.4 619.3 610.85 advia centaur xp 253 326.2 347.9 337.1 the sample was reactive (positive) on the advia centaur xp with all lots. The siemens' study replicated the customer's observations of the false reactive results for this patient with the advia centaur xp. The reactive results were produced with multiple toxo g reagent lots indicating this is not a lot specific issue. The customer returned sample was tested with hbt (heterophilic blocking tube) and nabt (non-specific antibody blocking tube) on all the advia centaur xp toxo g lots. Results post hbt and nabt were still reactive on the advia centaur xp with all toxo g lots. The customer's data along with the siemens' data of the false positive toxo g results indicate that this is not an advia centaur xp toxo g specific lot and/or system specific issue, but rather a sample specific issue and unknown interferents like anti-nuclear antibodies (ana) and anti-mitochondrial antibodies (ama) cannot be ruled out. The advia centaur xp IFU states in the limitations section: "the presence of anti-nuclear antibodies (ana) and anti-mitochondrial antibodies (ama) in samples from patients with autoimmune syndrome may interfere with the advia centaur toxo g assay and give falsely positive or falsely negative results. These samples should not be tested." Siemens is awaiting the information requested in order to further evaluate the issue.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2020-00028 on january 31, 2020. Siemens filed the MDR 1219913-2020-00028 supplemental report 1 on february 27, 2020. Siemens filed the MDR 1219913-2020-00028 supplemental report 2 on may 13, 2020. June 26, 2020 additional information: siemens did not have sufficient sample volume to further investigate this patient sample. The customer was unable to provide the total number of negative samples the customer has tested with advia centaur xp toxo g lot 248. Therefore, the specificity could not be calculated for the customer. The customer has not reported any new incidents of false reactive toxo g results and this issue is considered to be an isolated and sample specific incident. Based on the available information, the advia centaur xp toxo g lot 248 is performing as intended and a product performance issue has not been identified. Section h6, the device, method, results and conclusion codes were updated to reflect the additional information.

Manufacturer narrative:
Siemens healthcare diagnostics is investigating the cause for the discordant toxo g results. The IFU states in the limitations section: "specimens collected in the early stages of infection may have igg levels that are classified as negative. In geographic regions that have an apparent low prevalence of toxoplasma igg in asymptomatic populations, the positive predictive value of any assay is reduced due to the increased possibility that a positive result is actually falsely positive. As with all in vitro diagnostic assays, each laboratory should determine its own reference range(s) for the diagnostic evaluation of patient results."

Event description:
A false positive advia centaur toxoplasma g (toxo g) result was obtained on a patient sample. The patient sample was tested on alternate methods and the results were negative. The patient is pregnant. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant toxoplasma g results.